Event description:
The patient was revised due to pain. A great deal of necrotic tissue because of metal wear was found. The cup was put in vertical, which led to the failure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.